Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI - (B)(4). Reported event was confirmed by review of op notes provided. Primary procedure was reviewed and no complications were noted. Wound healing problems were noted within in the first month postoperative. No evidence of infection. 2 procedures done to assist with healing. Notes redness and irritation of the wound without clinical symptoms of infection. Report states resolved, patient fully recovered. Arthrotomy for suspicion of infection performed, notes no infection. States redness and irritation of the wound without clinical symptoms of infection. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products - stanmore acet cup arcom 28x53 , item 165782, lot 6185942 28mm mod hd std neck tp1 taper, item 163662, lot j6074394 (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a study patient had suspicion for infection. An arthrotomy of the hip was performed. No infection was noted except for redness and irritation of the wound. No additional information received.